Event description:
A customer reported one incident of a broken clamp on a telescoping overhead bar. There was no report of pt injury or medical intervention associated with this incident.

Manufacturer narrative:
Visual examination of the returned device confirmed that the clamp was broken at the location of the hinge. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at a zimmer facility. The agency's inspectional observation concerned the company's decision(s) not to submit certain mdrs for products specific to that zimmer facility. While a retrospective review of complaints for unreported mdrs was conducted immediately following the inspection at that facility, zimmer determined that such a review would be conducted at all zimmer facilities. As a result, zimmer osp completed its retrospective review and is now submitting this MDR.